Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump data logs showed the battery depleted from 40% to 1% within 2 hours. The customer¿s blood glucose (bg) level was 370 (mg/dl) with moderate ketones. A correction bolus via the pump was delivered to address bg level. Reportedly the customer would continue to use the pump for insulin therapy.